Event description:
It was reported that both rv leads had rises in threshold. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5071-53 implantable pacing lead (B)(6) 2012; addrl1 implantable pulse generator (B)(6) 2012. (B)(4).